Event description:
Pt on home tpn nearing the end of 16-hr infusion and noted leaking of tpn solution from filter site. Quarter size wetness on bedclothes. Stopped tpn and disconnected. No adverse sequelae.